Manufacturer narrative:
On 11/13/18, it was reported to mentor that since the product has not been returned, it has been concluded that deflation is a known complication associated with these devices as stated in the IFU. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. On 11/14/18, it was reported to mentor that the patient had undergone explantation as planned on (B)(6) 2018 and that the replacement devices were gel mentor memorygel breast implant 275cc, catalog number 3507275mc, serial number (B)(4), lot number 7542664 on the right breast implant and gel mentor memorygel breast implant 275cc , catalog number 3507275mc, lot number 7628059, serial number (B)(4) on the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/18/18, it was reported to mentor that the patient had mild capsular contractures on both sides. In addition, the patient had tolerated the procedure without complications. Concomitant product: saline mentor breast implant of unknown type (left side). (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 275cc and experienced deflation on the right breast implant. The deflation was noticed by the patient. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 2/12/2019, device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on shell surface. During initial evaluation, the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rent located on a siltex cracking area on the posterior aspect, measuring approximately 0.4 cm. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this point is not possible to determine the origin of the yellow material found in the device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that since the product has not been returned the additional code applies. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the left breast implant was catalog number was saline mentor siltex round moderate profile 275cc, (B)(4), lot number 113953. The date of implantation for the left breast implant was (B)(6) 1995. The patient experienced baker grade 2 capsular contracture on left and right breast implants. The patient has fully recovered after the surgery. Concomitant product: saline mentor siltex round moderate profile 275cc, (B)(4), lot number 113953. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, during evaluation of the device a siltex cracking was observed on the posterior aspect. Leak testing revealed a tear within siltex cracking measuring approximately 0.4 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).